Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing an alert tone every four hours. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead has low lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.